Event description:
It was reported, the video system center was not functioning properly for any of the 180mm endoscopes on two different towers. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.